Manufacturer narrative:
Based on the available information, this event is deemed reportable malfunction. No additional even/pt details have been provided to date. Should additional information become available, a follow report will be submitted.

Event description:
Distributor reports that a health care professional reported block near valve. Faulty valve, no air or water can come through into the balloon.